Event description:
N/a

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field:e2, e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reported that the pressure did not increase. Tested the pressure line. Tested the overall. Found that the pressure was displayed normally. The machine can work normally.

Manufacturer narrative:
Updated field- b4, e1, g3, g6, h2, h11. Due to character limitation, below field are added from e1- initial reporter name- (B)(6).

Event description:
N/a

Event description:
It was reported by customer that the pressure of iabp cs300 was not increasing. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.